Event description:
This 54-year-old female underwent a bam in 1969 with implantation of silicone gel breast implants. As the procedure was not performed at this reporting facility, the specific identifiers of the device are unknown. Over the years, the pt states she has developed numerous systemic problems, including atypical mixed connective tissue disease, as well as chest wall pain. Gross exam: both implants are disrupted and exude a sticky, stringy, gelatinous material.